Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4) this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The tip of the pinnacle screw driver broke off flush in the already inserted pinnacle screw. It was unable to be removed and the surgeon elected to leave it in the screw. The liner inserted perfectly and case was finished.

Manufacturer narrative:
: The device associated with this report was not returned. A previous investigation found multiple complaints have been received for fractured hex drivers. Data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra (B)(4) was conducted in (B)(6) 2015 and determined that there had been no increase in patient harm and that the severity and occurrence resulted in broadly acceptable risks. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures will be further investigated within a preventative CAPA (B)(4) that was created on june 11, 2015. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.